Event description:
It was reported that a patient with a 25mm 6900p mitral valve underwent a valve-in-valve procedure after an implant duration of 16 years, five (5) months due to severe mitral stenosis. This patient presented with septic shock (staph lugdunensis bacteremia), acute heart failure, and flash pulmonary edema, requiring intubation. The tmvr was performed with a 26mm 9750tfx. There was no investigational evidence of mitral valve premature failure.  Through the medical records, it was learned that this patient also had a 21mm 2700 aortic valve that exhibited severe stenosis and moderate aortic insufficiency. There was no evidence of an intervention. Pod #12, the patient developed anuric kidney injury and required continues renal replacement therapy. Thereafter, the patient developed multiple complications included pneumonia, profound septic shock, multi-organ failure, hemolytic anemia, disseminated intravascular coagulopathy, presumed endocarditis. The patient ultimately expired on pod # 15.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and / or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b5.

Event description:
It was reported that a patient with a 25mm 6900p mitral valve underwent a valve-in-valve procedure after an implant duration of 16 years, five (5) months due to severe mitral stenosis. This patient presented with septic shock (staph lugdunensis bacteremia), acute heart failure, and flash pulmonary edema, requiring intubation. The tmvr was performed with a 26mm 9750tfx. Per the physician, the surgical valve performed as intended and did not prematurely fail. Through the medical records, it was learned that this patient also had a 21mm 2700 aortic valve that exhibited severe stenosis and moderate aortic insufficiency. There was no evidence of an intervention. Per the physician, the surgical valve performed as intended and did not prematurely fail. Pod #12, the patient developed anuric kidney injury and required continues renal replacement therapy. Thereafter, the patient developed multiple complications included pneumonia, profound septic shock, multi-organ failure, hemolytic anemia, disseminated intravascular coagulopathy, presumed endocarditis. The patient ultimately expired on pod # 15.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable.  The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event.     Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 6900p mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 16 years, five (5) months due to unknown reason.